Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a shoulder revision procedure due to unknown reasons. During the procedure, all components were removed, and the patient was converted to a total reverse system.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported a patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, the patient was revised to a reverse shoulder on (B)(6) 2016 due to the patient requiring a reverse shoulder. No additional information is known at this time.